Event description:
Per the clinic, it was reported that due to magnet retention, the patient experienced swelling at the implant site and subsequently was treated with steroid (specific date not reported).